Event description:
Per the MRI tech, the patient stated that she had been through withdrawal and was hospitalized. The reporter was unsure when it happened. The date of the event, patient symptoms, interventions, cause of the event, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), product type: catheter. (B)(4).